Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient experienced an asystole and had a syncopal episode when signing the consent form to change out the device after the pacemaker went into safety mode. It was noted that this right ventricular (rv) lead had a high capture threshold. In the latest ventricular episodes, it was noted that there was pacing inhibition and noisy signals, but the noisy signals were not sensed. This lead remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5145841.